Manufacturer narrative:
This MDR was generated under protocol (B)(4) , as a result of warning letter cms# 617147. The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the left and right plunger cases were cracked. During flow and occlusion testing, the reported problem could not be verified. The root cause of the issue could not be determined. Replaced position pot as a preventative measure.

Event description:
It was reported that there was a plunger related issue. No patient injury was reported.